Event description:
Caller reported a false negative urine hcg result on consult diagnostic hcg cassette vs. Serum quantitative test result (no value provided). Caller said the customer had noticed test was negative at the three minute read time, but was faint positive at five minutes. The pt was in for a pre-procedural check prior to getting an iud. There was another pt that had a false positive, but no details were provided other than she was confirmed positive by serum quantitative test.

Manufacturer narrative:
(B)(4). The analysis found that the (B)(4) device was received in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the surgeon was performing a video assisted thoracic surgery with the device. Difficulty was encountered while stapling. The patient coded postoperatively and remains in ICU on a ventilator.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time. Additional followup: the surgeon provided the following in a conversation with the sales representative: during the final firing with a blue reload on the lung parenchyma with the pulmonary artery (included in fissure, couldn't dissect completely) the device was difficult to fire. A sponge stick was requested prior to opening the stapler due to the difficulty in firing. Upon opening the device, massive bleeding occurred. The patient was opened. The patient was stabilized and dr (B)(6) left the room. Dr (B)(6) communicated that the firing included granulated calcified tissue in the jaws causing the difficulties. He commented that he had observed a calcified node earlier in the case and should have opened the patient at that time. It was believed that the staples were malformed as a result of firing on the calcified tissue. Dr (B)(6) did not feel it was the fault of the device. He also mentioned that the firing felt as if he was firing through gravel. Upon reviewing the details dr. Roberts received an emergency call that the patient had coded. He immediately left the room. Dr (B)(6) performed CPR on the patient for 50 minutes. Patient is currently on a ventilator in ICU. Information provided by the risk manager at the hospital, she indicated that there were no difficulties with the device. " the stapler did not misfire" the rn in the case stated that there were no problems as well. No further information would be provided from the account.